Event description:
The hamilton microlab at +2 instrument reportedly scanned a barcode in duplicate (position f9 and g9 read the same), and did not generate an error message. No death or injury resulted from this event.